Event description:
It was reported that during a procedure of the circumflex artery the stent delivery system (sds) would not cross the lesion. During attempted device removal the sds felt sticky on the guide wire and was removed from the anatomy. Once outside the anatomy the sds was attempted to be advanced on the guide wire and was noted to be buckling and the stent implant became crimped over on itself. The sds was not used in the anatomy a second time. There was no related adverse patient effect when the device was used in the anatomy. There was no reported clinically significant delay in the procedure due to the device issue. A second xience v was used in the procedure without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the shaft, stent implant, balloon and contrast in the inflation lumen, consistent with preparation and the sds being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The distal end of the balloon was wrinkled at the distal end of the distal marker and there was a kink in the inner member at the wrinkled portion of the balloon. It is likely that the wrinkled and kinked balloon were the issues meant to be reported by the account as the distal end of the device buckling and folding over itself. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulty. However, the reported difficulty was unable to be confirmed as a new .014 in guide wire was backloaded through the sds with no resistance noted. It is possible the sds met resistance on the guide wire due to the build up of blood in the guide wire lumen or on the guide wire, resulting in resistance and the noted wrinkling and kink noted to the balloon as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position or remove the guide wire. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for damage and proper guide wire movement on the manufacturing line.